Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic post cosmetic damage and failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump rejected batteries and the display screen was scratched which made it hard to read. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.